Event description:
It was reported that the 2800 system had a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f16 fuse was replaced during the service call. The hand controller will be replaced by the hospital biomed.